Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Photos were received showing defect. Retained samples from the lot showed no defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5068476. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes, 5 ml 13 x 100 mm tube had excess plastic that could possibly cut the user. No injury or medical intervention.